Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the device would not hold the needle of the suture properly. A broken needle was observed in the jaws of the instrument. The jaw gap was measured and the instrument met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. The broken needle was removed from the jaws of the instrument. The instrument was then loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break.. Based on the product analysis, the failure was confirmed to be attributed to the reported event. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter,the device was used in the patient. They tried 12 different reloads and 2 different devices without being able to hold the needle. The other surgeons are having the same issue. The current patient status is fine. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.